Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm in zone 9 infrarenal utilizing a gore® excluder® conformable aaa endoprosthesis. Reportedly, the conformable device was being used by the physician for the first time. The device was deployed and it ended up moving distally by 1cm to 1.5cm from the renals. After deployment was done, the physician looked at the angiogram and it appeared that the proximal stent (first stent that is deployed) was not at 100% deployment. It does not appear to be partial deployment just the angiogram shows as if the device didn't fully deploy to 100%. A type 1a endoleak was evident on the conformable, hence, the physician added a conformable aortic extender to extend proximally and the endoleak was resolved. The patient is doing okay and there were no blood flow issues. Physician stated the reason device moved during deployment is because the proximal edge of the stent did not appear to oppose the aortic wall well.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h6 and h7. Correction: additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2023-02942 was submitted in error and is hereby retracted.